Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device will not be returned by the hospital due to infection. No follow up doctor or surgeon contact information was provided. Therefore, we are unable to get additional information as to the specific type of infection. No additional information is available regarding the patient condition. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Without additional information regarding the type of infection, we are unable to conclusively determine the root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a 23mm aortic valve was explanted after an implant duration of approximately 2 months (2.37 months) due to infective endocarditis (ie). A 2500p23mm valve was implanted as a replacement.